Event description:
Caller reported patient was semi-responsive, rescue squad got an inform ii system fingerstick result of 147 mg/dl. Rescue squad continued treating the patient (the type of treatment wasn't provided) and drew a venous sample. Using this sample on the meter, the result was 41 mg/dl. Tests were within 10 minutes. Hospital drew a capillary sample and got 247 mg/dl following treatment with an amp of d50. No timeframe or meter/strip information was provided for this test. A postage-paid label was sent for return of strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.